Manufacturer narrative:
Batch review performed on 28 may 2018; lot 1653981: (B)(4) items manufactured and released on 17 march 2017. No anomalies found related to the problem. To date, no similar reported event. Preliminary investigation performed by r&d product manager the spring ball plunger is came apart. It is possible this occurrence was influenced by wear of the instrument , damage during prior use and/or variation in production/assembly, however this cannot be confirmed.

Event description:
When removing the broach handle with loaded broach from the patient's femur the ball and spring connection for the release trigger came loose and popped out suddenly into the patient's wound. The pieces were recovered.

Manufacturer narrative:
Visual inspection performed by r&d product manager on 19 july 2018: the spring ball plunger is came apart. It is possible this occurrence was influenced by variation in production/assembly, however this cannot be confirmed.